Event description:
The customer contact reported after the alarm silence key was pressed during an alarm condition, the delivery restarted on its own. On an unspecified date and time, channel b of the pump was programmed to deliver an unspecified concentration of furosemide and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse went to the patient's room and found the pump sounding an alarm for air in line and the alarm silence key was pressed. After an unspecified length of time, the nurse noted the pump had restarted the delivery on its own and air was reported to be 6 inches distal to the cassette. The nurse reported the air was manually removed from the tubing using the distal y-site of the tubing set and the therapy was resumed using the same pump. The customer contact reported that no air was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).